Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. A 2.50 x 32 synergy drug-eluting was selected for use. However, during preparation it was noted that the stent struts were lifted. The procedure was completed with a non bsc product. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts on the distal end were lifted, bunched and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. A 2.50 x 32 synergy drug-eluting was selected for use. However, during preparation it was noted that the stent struts were lifted. The procedure was completed with a non bsc product. No patient serious injury nor complications were reported.